Event description:
Customer received discrepant patient calcium results which were reported. Patients were not treated based on the initial results. Customer provided four patient examples, of which only one of the four patient examples provided was discrepant. Sample was repeated twice; first repeat performed on same analyzer and second repeat performed on a different analyzer - analyzer or method used was not provided. Initial result gave 14.3; repeat testing gave 13.22 and 13.55 mg/dl. Sample type was plasma. The field service representative was unable to determine a cause. He found possible contamination of the external water reservoirs. He ran check test precision and controls to verify analyzer operation. He documented precision and accuracy were ok.

Manufacturer narrative:
The field service representative performed a full decontamination of the analyzer on (B)(6) 2010 which resolved the issue.

Event description:
Customer received discrepant patient calcium results which were reported. Patients were not treated based on the initial results. Customer provided four patient examples, of which only one of the four patient examples provided was discrepant. Sample was repeated twice; first repeat performed on same analyzer and second repeat performed on a different analyzer - analyzer or method used was not provided. Initial result gave 14.3; repeat testing gave 13.22 and 13.55 mg/dl. Sample type was plasma. The field service representative was unable to determine a cause. He found possible contamination of the external water reservoirs. He ran check test precision and controls to verify analyzer operation. He documented precision and accuracy were ok.